Manufacturer narrative:
(B)(4).

Event description:
Customer reported a suspected allergic reaction. The patient began feeling hot, then anxious, then began hyperventilating, numbness to the upper extremities and then chest pain. Reaction occurred 10 minutes following completion of the insertion while cleaning up the equipment. Patient was given benadryl 50mg ivp and solumedrol 125mg. It was reported patient's condition is fine after receiving these medications. It was reported the patient had no known allergies. The patient was not receiving fluids or medication through catheter at time of reaction. Patient was reported to be fine prior to insertion.

Event description:
Customer reported a suspected allergic reaction. The patient began feeling hot, then anxious, then began hyperventilating, numbness to the upper extremities and then chest pain. Reaction occurred 10 minutes following completion of the insertion while cleaning up the equipment. Patient was given benadryl 50mg ivp and solumedrol 125mg. It was reported patient's condition is fine after receiving these medications. It was reported the patient had no known allergies. The patient was not receiving fluids or medication through catheter at time of reaction. Patient was reported to be fine prior to insertion.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The arrowg+ard blue advance protection information provided with this kit states, "clinical assessment of the patient must be completed to ensure no contraindications exist. The arrow PICC with arrowg+ard blue advance protection is contraindicated in the following areas: patients with known hypersensitivity to chlorhexidine, in presence of device related infections, in presence of previous or current thrombosis in the intended vessel or along the catheterized vessel pathway." It also notes, "note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents if adverse reaction occurs." Based on the customer supplied information, the patient had no known allergies prior to insertion. The information card also warns, "remove catheter immediately if adverse reactions occur after catheter placement." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.